Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received from the long text which has been updated below. The manufacturer was contacted regarding the voluntary field safety notice and recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported visualizing particles in the device and experiencing headaches upon waking. There is no allegation of serious or permanent harm, and no medical intervention was required. Patient outcome code has been updated.